Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still wearing a pad because she leaked because she had no muscle control. The patient stated that she could not feel herself go, but the ins helped her wake up in the night to tell her when she needed to go. The patient mentioned that she used to use 3 large pads a day and now only used one pad a day because she "hardly goes" so she was happy with therapeutic effect and hardly had any problems as long as she was close to the bathroom. It was also mentioned that after implant the patient didn't remember much of anything other than waking up and trying to leave her hospital bed but the nurse wouldn't let her because they were concerned about her blood pressure. The patient noted that she had no memory of the programming session with the manufacturing representative. It was reported that the patient went home and everything was okay and was all numbed up, however, by the next day she felt extreme pain. The patient stated that she called the nurse who had her turn the stimulation off because it was up too high and was overstimulating her. The patient reported that as soon as therapy was turned off her pain went away and the patient kept it off until the following week and the nurse helped her decrease down to a comfortable spot. The patient mentioned that they turned therapy back on again and he patient reported that they were trained under anesthesia. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and it was reported that when patient first got the device, every once in a while they would feel little 'twinges', confirmed normal stimulation sensation, and that it was not all the time. Patient stated they were told they would not feel stimulation all the time but would feel like little stimulation sensations. It was noted patient went to the museum and they used the handheld device right over their implant and ever since then they had not had anything, and the implant did not seem to be working correctly and wondered if their implant shut off. Patient also mentioned they went to the chiropractor in april and wondered if they pulled any wires out. Patient synced to the device and confirmed it was on program 3 at 1.0v. Patient stated they really did not feel too much, but increased stimulation on program 3 and confirmed stimulation was down their leg. Patient decreased back down to 1.0v and confirmed they felt no stimulation. Patient stated it seemed to be working but yet it did not and that when they first got the implant it was a really big help then all of a sudden. Patient stated they felt stimulation a little bit more at the time and maybe that was what it was and that they let them go over with the handheld device and it kind of stopped stimulation or something. Patient stated at night it was waking them up to where they were not wetting themselves. Patient felt normal stimulation sensation more than what they had in the past few weeks at the time of the call. No further complications were reported.